Event description:
It was reported that during a procedure the tip of the probe broke off when extracting from the patient. The tip was removed and the incision site was closed without further issue. No further information was provided.

Event description:
It was reported that during a procedure the tip of the probe broke off when extracting from the patient. No additional information is available at this time; attempts to obtain additional information are currently ongoing.

Event description:
It was reported that during a procedure the tip of the probe broke off when extracting from the patient. The tip was removed and the incision site was closed without further issue. No further information was provided.

Manufacturer narrative:
After further review of the information received in relation to this event, it was determined that it was not a stryker probe that broke during a procedure, but was a device manufactured by monteris medical. A review of the maude database confirmed that monteris filed the event on MFR. Report # : 3009970070-2016-00013; therefore, this report was filed in error and is being retracted.

Event description:
It was reported that during a procedure the tip of the probe broke off when extracting from the patient. The tip was removed and the incision site was closed without further issue. No further information was provided.